Manufacturer narrative:
(B)(4):a review of the pump histories indicated that the time and date had reset to default settings after rebooting. It was noted that the time /date had been then set incorrectly from 8:09pm to 8:08am. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that his blood glucose (bg) levels had been erratic for the last week, ranging from 80 mg/dl to hi. He reports being symptomatic for low bg when his bg is less than 100 mg/dl, he has been able to correct the bg levels with glucose tabs for low bg and with the pump for hi. At the time of this contact, bg was 386 mg/dl with sweating. During troubleshooting with the animas representative, it was determined that the time on the pump had been set incorrectly and was off by 12 hours, so reporter had been receiving incorrect basal rates, and his bolus has also been inaccurate. The representative assisted the reporter in setting the correct time, and the reporter confirmed that with the time correction, the appropriate basal rate was being delivered. The issue is considered resolved and the reporter is continuing on the pump. This complaint is being reported due to the allegation that a patient experienced a bg in excess of 600 mg/dl while on insulin pump therapy. User error cannot be discounted as a contributing factor to this bg excursion, as the patient had set the time on the pump incorrectly.